Event description:
It was reported that the patient with the pacemaker system experienced bradycardia and multiple syncopal episodes in the emergency room (ER). Upon device interrogation, the patient's heart rate was 30 beats per minute and the right ventricular (rv) lead exhibited loss of capture. The physician requested to the field representative, to follow up the patient in the clinic to isometrics tests. It was suspected a possible rv lead issue. This implantable lead was surgically abandoned and successfully replaced. No additional adverse patient effects wore reported this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).